Event description:
It was reported by the distributor that: "100cc bag infused at 250ml/hr. The pump did not alarm once the infusion was complete. It pumped air into the pt according to the customer. After this incident, the nurse ran another program on the pump. She hooked up a new 100cc bag and again it did not alarm when the bag was empty with an air in line alarm. She reprogrammed 15cc more, ran the device and stated that it did alarm air in line at that time." Further communication with the distributor confirmed that there was no pt harm involved.

Manufacturer narrative:
The user device was evaluated and the device was found to have a constant, nuisance air-in-line alarm (alarmed "air-in-line" regardless whether there was air or water in the line). User reported issue (not alarming air-in-line) can not be duplicated.